Manufacturer narrative:
One sample and photo received for investigation, upon observation the needle is bent. Possible root cause, the needle guide to the inlet disc has a pressurized air system which drives the needle into the disc cavity, the absence of pressure causes the needle not to enter the cavity properly, causing damage or bends. Corrective action include, install sensor to ensure the presence of air in the needle guide. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that the syringe 3ml ll 21ga 1-1/2in mx bun experienced product damage/deformation with the device still considered operable prior to use. The following information was provided by the initial reporter: when circulated to the surgical table, the syringe is found to be defective.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 21ga 1-1/2in mx bun experienced product damage/deformation with the device still considered operable prior to use. The following information was provided by the initial reporter: when circulated to the surgical table, the syringe is found to be defective.